Manufacturer narrative:
A full analysis of the data logs has been performed, and revealed that a software anomaly was at the origin of the reported event, allowing a user to modify the entry point of a locked trajectory by using the modifier tool (in the cross-section view only).this event did not have any consequence for the patient and the procedure could be resumed successfully without any problem.

Event description:
During a discussion with the company clinical representative (cr), the hospital navigation tech stated that the surgeon noticed something strange with the rosa software when he was modifying one of his seeg trajectory on the rosa robot. The surgeon was making changes to his trajectory when he realized that the trajectory being modified was actually supposed to be locked. He had intentions to modify this specific trajectory but forgot to unlock it like he normally does. The cr proceeded to turn on the rosa robot and attempted to replicate this problem. He observed that locking a trajectory prevents the entry and target points from being modified in the standard axial, sagittal and coronal views. However, he saw that you can still move the entry point in the cross section view with the modifier tool. The hospital staff members wanted to alert the cr about this problem. This problem did not cause any surgery delay. The rosa robot mentioned in this complaint event had its software upgrade on 03-sep-2020.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: (B)(4).

Event description:
During a discussion with the company clinical representative (cr), the hospital navigation tech stated that the surgeon noticed something strange with the rosa software when he was modifying one of his seeg trajectory on the rosa robot. The surgeon was making changes to his trajectory when he realized that the trajectory being modified was actually supposed to be locked. He had intentions to modify this specific trajectory, but forgot to unlock it like he normally does. The cr proceeded to turn on the rosa robot, and attempted to replicate this problem. He observed that locking a trajectory prevents the entry, and target points from being modified in the standard axial, sagittal and coronal views. However, he saw that you can still move the entry point in the cross section view with the modifier tool. The hospital staff members wanted to alert the cr about this problem. This problem did not cause any surgery delay. The rosa robot mentioned in this complaint event had its software upgrade on 03-sep-2020.